Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced tubing issues on (B)(6) 2026. It was stated that the infusion set tubing could not be attached to reservoir. It was spinning on the reservoir without attaching. The issue was resolved after attaching another tube on the same reservoir.